Event description:
On 09/30/2013, it was reported that the patient was taken to the hospital by ambulance on (B)(6) 2013 with a blood glucose level of 25 mmol/l (450 mg/dl). The patient was treated with an IV of fluids and given and injection of novarapid. The patient switched to his backup device and his blood glucose levels went back down. The patient thinks his infusion device was not delivering insulin properly. The infusion device was requested to be returned for product evaluation

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.